Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the patient presented to the emergency department with brady cardia. The sales representative is not clear wether the right ventricular (rv) lead had perforated the heart wall or if the lead had dislodged. There was loss of capture (loc) detected. The patient underwent a surgery to revise the lead in a reposition procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the patient presented to the emergency department with brady cardia. The sales representative is not clear wether the right ventricular (rv) lead had perforated the heart wall or if the lead had dislodged. There was loss of capture (loc) detected. The patient underwent a surgery to revise the lead in a reposition procedure. After some years the lead was explanted and returned for analysis without additional allegations. No additional adverse patient effects were reported.

Event description:
It was reported that the patient presented to the emergency department with brady cardia. The sales representative is not clear wether the right ventricular (rv) lead had perforated the heart wall or if the lead had dislodged. There was loss of capture (loc) detected. The patient underwent a surgery to revise the lead in a reposition procedure. After some years the lead was explanted and returned for analysis without additional allegations. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Visual inspection revealed a cracked/torn polyurethane insulation at the distal end of the terminal boot, consistent with environmental over stress. The damage is not considered the cause of the electrical allegations because the coating/insulation is still intact on the conductors. This investigation will be updated should further pertinent information be provided.